Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. One protector connected to a vial and one injector assembled with a syringe was provided to our quality team for investigation. The products were visually inspected, no damage or other defect was observed on any of the devices and the injector was securely connected onto the syringe. Functional testing was performed and a leak between the protector and vial was observed, no leakage between the injector and syringe occurred. Upon further evaluation, it was noted the protector needle penetrated the vial stopper off center. The protector was reconnected using the assembly fixture and functional testing was performed again, no leakage outside of the system was observed. The vial cap was measured on the returned product, the height measuring 6.20mm, which is below the standard for this vial which should be 8mm. A device history review was performed for reported protector lot 2212114 and injector lot 2401004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of each lot were used for additional evaluation. Functional testing was performed, connecting the protectors to a vial, injector, and syringe per the instructions for use provided with the product. All protectors were properly connected, liquid could move through the system without issue and no leakages occurred. Based on our investigation, we are not able to identify a root cause related to the manufacturing process at this time. It was identified the protector was not properly attached and that the vial size was not compatible with the protector used which can result in an insecure connection between the protector and vial and lead to leaks such as the one reported. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about liquid-leakage. According to the customer report leakage was observed when the protector 515121 was connected to the vial and the injector was connected to collect the chemical solution. It is unclear whether the leak originated from the injector or the protector.